Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic metal ion oxidation, had cosmetic environmental stress cracking, and had cosmetic depression. Visual analysis noted the lead had apparent explant damage.

Event description:
It was reported that noise was present on the atrial lead. The physician opened the pocket thinking that it may be a set screw issue, but the lead was securely in the header and the noise could not be reproduced. The atrial lead is still in use. Upon closing the pocket, the left ventricular lead dislodged and could not be repositioned. The left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.